Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pump replacement, the prime did not appear on the session report. The cause could not be identified. On pump interrogation reservoir volume read 19.6ml confirming the programmed prime of .424ml had been delivered. The drugs included fentanyl: 1,000.0 mcg/ml, 99.9 mcg/day; bupivicaine: 3.0 mg/ml, 0.2998 mg/day and clonidine: 200.0 mcg/ml, 19.98 mcg/day. The patient was reported to be experiencing good therapy. The hcp planned normal titration at the follow-up visit.